Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that the cause of the motor stall was not determined.

Manufacturer narrative:
Continuation of d10: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 26-feb-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving saline via an implantable pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that the patient¿s catheter had fractured so the healthcare provider put saline in the pump. Today they were doing a catheter revision and during the case upon interrogation of the pump, they saw alert 528 (motor stall recovery). The reporter stated that the patient had a CT scan but not an MRI. The catheter was replaced and baclofen added back in the pump.